Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 22-aug-2018 with the following findings: a visual inspection of the pump revealed moisture behind the display lens and corrosion in the battery compartment. The battery compartment was observed to be cracked on the side from the threads to the cover. The battery cap was not returned; a test cap was able to attach to the pump. A leak test was performed and showed a pump case leak. During investigation, the pump was found to be unresponsive with no vibration, no audible tones and a blank display screen. The attempt to download the pump history and black box was unsuccessful. Further testing was not able to be performed due to the unresponsive pump. The pump was opened and moisture was found on the printed circuit board and other internal components.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had no power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.